Event description:
(B)(4). Rapid heart beat, light headed, vomiting, close to passing out. This continued for months. Soon after I was diagnosed with hashimotos disease. My wbc was high, my labs were messed up due to essure. My device was provided by my insurer. I had a partial hysterectomy on (B)(6) 2015 to remove the essure.